Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 2. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The hp noticed the heater bag had disconnected from the line. The technical service representative (tsr) had the hp cycle power. The hc alarmed with a system error 2367. The tsr had the hp cycle the power again. The hp would start over with new supplies. Global product surveillance (ps) contacted hp on (B)(6) 2012 regarding the reported problem. The hp finished therapy with new supplies. The hp stated that one of the solution bags disconnected. The hp had discarded the original cassette and did not have a companion or know the lot number. Ps contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn stated that the hp did not have any medical issues or injuries related to the reported problem. The pdrn stated that hp was continuing with therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. The hp noticed the heater bag had disconnected from the line. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was supply bag disconnected without falling.